Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the battery clip on the power module was broken. The battery clip was down revision.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the internal battery clip was confirmed via analysis of the returned power module. The returned power module (serial number: (B)(6)) was evaluated by service depot, and during evaluation it was revealed that a section of the internal battery clip had broken off. An attempt was made to obtain a purchase order to repair the damaged parts; however, the customer declined the request and approved for the unit to be scrapped. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on (B)(6) 2010. The power module instructions for use section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly disconnect and connect the power module¿s internal backup battery. This section also states that the power module internal backup battery provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was returned for streamline battery clip upgrade.